Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received reports alleging that the patient experienced cancer, lung and kidney cancer. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observes that evidence of sound abatement foam degradation/breakdown was observed in this device. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it.tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tape-like material over air inlet filter. High pitch blower whine observed. Blower grommet slipped on blower motor wire harness and not seated in blower cap from manufacturing. Dust-like contamination inside humidifier enclosure and inside the water tank. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device details were corrected. In box e: initial reporter details were corrected. 510k number and manufacture date (rfb) was corrected. Section h6 was updated.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced lung and kidney cancer. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.